Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the patient experienced diaphragmatic stimulation and phrenic nerve stimulation. It was noted via chest x-ray that the lead had dislodged. The lead was reprogrammed to a different vector and subsequently repositioned. The lead is still in use. No further patient complications have been reported as a result of this event.